Event description:
It was reported to st. Jude that intermittent lead impedance was observed as well as unsuccessful test shocks. The physician suspected a microfracture and the decision was made to explant the lead system.